Manufacturer narrative:
Additional information was added: the device was manufactured from july 31, 2019 - august 01, 2019. The device was received for evaluation. The bag was sliced at the top right where the customer likely drained the content. Unaided visual and magnified inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. During filling, "a small plastic particle or thread was observed in the bag." There was no patient involvement. No additional information is available.